Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. Same case as MDR ID#: 2134265-2014-00919, 2134265-2014-00921. It was reported that following a coronary artery stenting treatment procedure, the patient expired. In (B)(6) 2011, three taxus liberte stents of size 2.25x12mm, 3.00x12mm, and 3.5x16mm were implanted. In (B)(6) 2011, the patient expired. The cause of death is unknown. The death was discovered as a result of the vital statistic search utilizing public records for the study as this patient withdrew consent to participate in the trial. No additional information is available at this time.